Event description:
Event has occurred with 5 total cases: brushes removed from endoscope, noticed tip broke off, were retrieved, this occurred with 3 total cases. Problems with endoscope, sent out for repair, and found brush in scope. Brush broke off and not recognized it had broken off when wire removed, endoscope high disinfected, and used again. During inital cleaning process unable to pass cleaning brush, found to have broken brush in scope.